Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced lightheadedness, syncope and bradycardia. The right ventricular (rv) lead exhibited high impedance, polarity switch, oversensing. Loss of capture and lead fracture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.